Event description:
It was reported that one day after this lead was implanted, it exhibited loss of capture (loc). A lead revision was performed and it was repositioned. No additional adverse patient effects were reported. This lead remains in service.